Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.18 ng/ml at 15:50 on a pt presented with chest pain. The customer states that the pt was sent for an angiogram based on the one I-stat result that resulted as normal. Pt was administered the following based on initial I-stat result: cyclomorph-10mg, aspirin, plavix, clexane-65mg im, bisoprolol 1.25 mg orally, stemetil 5 mg. Repeat testing was done at 21:20 (>6hrs later) and the result was 0.02 ng/ml. The facility has decided to institute a new protocol when I-stat troponin results do not agree with pt condition. Sample will be repeated on I-stat and saved for testing in the lab.

Manufacturer narrative:
(B)(4).